Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported cerebral bleeding and subsequent patient expiration could not be determined through this evaluation. (B)(4) was not explanted and is not available for investigation. The heartmate ii lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2011 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to cerebral bleeding. The device reportedly operated as expected throughout the duration of support. No further information was provided.